Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
The main component of the system and other applicable components are: concomitant product: product ID 8781, lot # unknown, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in austria who was receiving morphine (unknown dose and concentration) via an implantable pump. On this report date, a pump motor stop was reported; it was unknown what may have led or contributed to the issue. Diagnostics/troubleshooting were performed-they tried to reprogram the pump and checked the catheter. There were no symptoms mentioned. The pump remained implanted but out of service. Surgical intervention was planned and scheduled for (B)(6) 2016. The pump was to be sent back for inspection upon explant. At the time of this report, the issue was not resolved. Patient status was ¿alive ¿ no injury¿ additional information from the manufacturing representative indicated that the drug concentration was 20 mg/ml, dose was 18.031 mg/day. A new pump was implanted on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Only the pump was returned for analysis. There were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stalled that recovery during internal decontamination. During destructive analysis the technician found significant residue and shaft wear on the upper shaft of gear 2. And also found some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported/anticipated.

Manufacturer narrative:
The analysis interrogation reported indicated the patient received vendal (20mg/ml, 18.031mg/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.